Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented the clinic on (B)(6) 2021 with the pacing impedance on their right atrial lead being high and out of range. Upon further interrogation, it was noted that atrial capture was inconsistent. Programming changes were made on 10 jun 2021. There were no patient consequences.